Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a ¿call service alarm¿ occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: during testing, call service 064 -0008 alarm was observed in the black box. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring.